Event description:
The patient returned a patient letter and on the letter they noted that they received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that the appointment date was 2014-(B)(6). A second patient letter was returned and the patient again noted that they had received assistance from the doctor or manufacturer r epresentative and their concerns were resolved. However, on this patient letter paperwork there was a question mark to the right of the field for appointment date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4); product type lead product ID 3776-60, serial# (B)(6), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had surgery on (B)(6) 2014 to revise one of the leads because it had become "misplaced." Additional information received 12 days later reported that the patient received x-rays of the l-spine complete "with bending" were ordered on (B)(6) 2014 status post fall. It was noted that the lead migrated down. It was noted that there was no malfunction of the spinal cord stimulator (scs). It was noted that the percutaneous lead was revised. It was noted that the patient reported "no change" in pre-operative pain at her one week post-op on (B)(6). An x-ray of the t-spine was ordered. If additional information is received, a supplemental report will be filed.